Event description:
The pt called to report having high blood glucose (bg) levels after one day at new site using a new cartridge. Pt has changed everything multiple times, including the batteries. Pt switched from humalog to novalog to see if that would make a difference. The pump appeared to be working properly. There were no alarms, the motor sound was normal, and the basal rates were set properly. High bg continued and pt said that amount remaining in the cartridge was inaccurate. It indicated that pt used 180 units which is four times the normal usage.